Manufacturer narrative:
Corrected fields: h6 (health effect ¿ impact codes, medical device ¿ problem code) a getinge field service engineer (fse) before using the equipment, checked the alarm loop for air leakage, disassembled and adjusted, and applied silicone grease to the safety disk plate. After the treatment was completed, the fse checked that all functional parameters of the equipment are normal and delivered it for clinical use.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) detected a loop leakage. There was no patient involved, and there was no personal injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) detected a loop leakage. There was no personal injury reported.